Event description:
As reported by the user facility: reports when the device was de accessed, the safety mechanism was not completely deployed. A person in housekeeping was stuck which is how they found out it had not completely deployed reports just the tip of the needle sticking out. She did also note this on one other device. Report, she did hold ends down while de accessing, but the tip "about 3 mms was sticking out." Customer does not have sample.

Manufacturer narrative:
The actual device in the reported incident has not been returned for eval and the lot number is unk. Without the actual sample or lot number, a thorough investigation could not be performed. While no specific conclusions can be drawn, the facility indicated that the person who received the needle stick works in the housekeeping dept. The device has been disposed in the sharps container. However, when the sharps containers were being emptied, the device had not dropped fully into the container. As it was being emptied, the employee was stuck. It is likely that the improper disposal technique resulted in the needle stick as the container was being replaced. Following cdc guidelines and/or facility protocols, sharps should always be immediately and properly disposed into an appropriate sharps container. A historical review revealed no other reports of this nature against this finished product #571114. All available info has been forwarded to the actual MFR. A f/u report will be filed if additional pertinent info becomes available.